Event description:
Communication with the office of the surgeon showed that at least part of the lead was removed in the surgery to explant the generator. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was admitted for a possible infected generator site. The patient was planned to undergo imaging to determine the severity of the issue. The patient¿s generator was later removed due to an abscess in the chest. A review of device history records showed that the generator implanted in the previous generator replacement surgery was sterilized prior to distribution. Attempts for additional pertinent information have been unsuccessful to date.